Event description:
Customer called to report that she had high blood glucose and ketoacidosis. Customer stated that the paramedics were called and she was taken to the hospital and was hospitalized in intensive care unit. The blood glucose reading was over 600 mg/dl when the paramedics arrived. Customer stated that she was really tired and lay down. Customer stated that the person who walks her dog found her and called the paramedics. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.